Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. The rv lead also exhibited a failure in sensing. An incomplete fracture was suspected. Surgical intervention was later performed and a new system was implanted on the opposite side of the patient. This rv lead was reprogrammed and remains in situ. The patient reported not feeling well but there were no additional adverse patient effects reported.